Event description:
It was reported an alarm was heard and telemetry confirmed it was a non-critical alarm due to low reservoir volume reached. The patient reported the alarm based on the code the personal therapy manager (ptm) was giving her. The patient was just refilled on (B)(6) 2015-04-15 and the printout showed the refill date as (B)(6) 2015. The healthcare provider (hcp) was looking and the print report and not the session data report. The patient reported the refill date on the ptm showed (B)(6) 2015 still. It was noted no changes were made to the patient¿s prescription and it was just a normal fill. The patient was to possibly come in on (B)(6) 2015 to have the pump checked. It was later reported the pump was refilled on (B)(6) 2015 with 40 ml of drug. The hcp was to update the pump with reservoir volume 36 ml. It was noted an empty reservoir occurred on (B)(6) 2015. The patient tried to use their ptm on the date of this report and received error code 8286 ¿ empty reservoir. It was further reported the nurse did not update the pump after she did the refill. The hcp was able to recalculate the reservoir volume and then update the pump with the correct volume. The pump was working normally. The alarm went off because the pump was not updated after the refill. It was further reported the patient was doing well. The patient never lost efficacy in therapy. The drug being delivered via the device system was hydromorphone. If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8590-1, lot# n229899, implanted: (B)(6) 2010, product type: accessory. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).